Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary : the full lead was returned, analyzed and there was a proximal conductor fractured. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was torn, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched. In addition the proximal conductor was kinked/buckled and the distal conductor was pulled/stretched due to overstress. Concomitant product: 5092 implantable pacing lead 2008 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead impedance was rising, noise was present on the patient's electrogram, sensing was poor and the lead was not capturing at maximum output. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.